Event description:
Customer alleged that the legrests broke when they were elevated and tried to put them down. Replaced on 859963450. No injury alleged.

Manufacturer narrative:
Leg rest was replaced on warranty order #859963450.